Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 11 days after implant, the right ventricular (rv) lead dislodged and the patient received inappropriate shocks. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.